Event description:
It was reported the patient was experiencing shocking sensations at the ipg pocket site when she lies down. In addition, the patient reports she still had headaches 3-4 days a week (off-label use). It was reported the patient was to have an appointment for system interrogation. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.